Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and was part of the system revision due to infection. Reportedly, the patient was implanted with the device with a history of myocardial infarction and had high pacing thresholds. No additional adverse patient effects were reported. The crt-d remains implanted.